Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of sepramesh ip. Per operative notes, ¿adhesions were taken down from the anterior abdominal wall. All the hernias were completely reduced. Then a sepramesh ip was placed and secured by sutures.¿ (B)(6) 2018 - patient underwent exploratory surgery with partial removal of previously placed mesh and extensive lysis of adhesions. (Note: there was no operative notes provided in the medical record). (B)(6) 2018 - patient was diagnosed with enterocutaneous fistula and recurrent abdominal wall hernia thereby underwent open repair with the explant of sepramesh ip. Per operative notes, ¿enterocutaneous fistula and the position of the small bowel was resected along with the mesh and fascia. All the mesh and adhesions were removed from the undersurface of the abdominal wall.¿ attorney alleges that the patient had abscess, adhesions, bowel removal, pain, fistulae, infections and emotional injuries.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 years 4 months post implant of sepramesh ip mesh, patient was diagnosed with hernia recurrence, adhesions, abdominal pain and fistula thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and pain as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-aug-2016) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.